Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Seven samples were returned. Eleven samples were not returned. The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes <noe> 18 </noe> malfunction reports of a scratched intraocular lens (iol). The reported patient ages range from unknown to 76 years. There were four female patients, and 14 unknown gender.